Event description:
Caller states she inadvertently "overdosed" the customer with "humulin" insulin but does not recall what result had been obtained. Customer began having spasm; called tested customer and received a result of 63 mg/dl on the advantage system while using comfort curve test strips. Caller treated the customer with 3 eggs; within 5 minutes customer tested 31 mg/dl. Caller contacted emergency medical technicians (emts) and attempted to treat the customer with orange juice off of her finger. Emts arrived and customer was treated with an injection (contents unknown) and taken to the hospital for observation. He was released the following day. No results were reported from professional systems. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.